Manufacturer narrative:
Additional info: visually confirmed approximately ~3-4mm of the instrument tips have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Inspection of shaft diameter and material hardness found to be conforming to print specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t5-s2. It was reported that the tip of the driver broke off while attempting to loosen a crosslink. The tip could not be removed from the crosslink and the surgeon decided to not remove the crosslink. Medical adhesive was applied over the broken tip. No additional patient complications were reported.